Event description:
Customer reports that the angio studies are skipping a portion of the views when rotating the view. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow up report will be filed when the investigation is complete. (B) (4).